Event description:
It was reported to boston scientific corp in 2008 that a corflo cubby low profile gastrostomy device was used during a peg procedure three days prior. According to the complainant, the balloon was noted to be ruptured within a month after placement. "The physician the balloon with another corflo cubby low profile gastrostomy device". No pt complications were reported as a result of this event, and the pt's condition was reported as "good".

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.